Manufacturer narrative:
Upon receipt at boston scientific's post market laboratory the catheter underwent visual inspection, functional testing, and microscope inspection. The polarx catheter was visually inspected in attempt to identify the cause for the blood detection error seen in the field. Visible blood was seen inside the balloon and no external damage was noted. Due to the visible blood, the polarx device was dissected, and the outer balloon line located inside of the handle was pressurized to locate a leak path. A leak path was found in the outer balloon itself. There was a small breach in the outer balloon that allowed fluid to ingress triggering a true blood detection error. The reported clinical observations were confirmed, though blood was visible inside the balloon contra the initial information received from the field.

Event description:
Reportable based on analysis completed on 18jun2024. During a cryoablation procedure, a polarxfit was selected for use. Midway through the case, in the thaw phase following ablation of the right inferior pulmonary vein (ripv), the error message 'error 1 - 00004000-2 the console detected blood in the catheter' appeared, halting the gradual thaw. We informed the physician of the error and suggested removing and replacing the device as recommended. However, the physician opted to reset the system for another attempt. Upon doing so, the same error message reappeared immediately. Subsequently, the physician consented to replace the catheter with a new one. No blood was visible. The procedure was successfully completed the final ablation on the right superior pulmonary vein (rspv) using the new catheter. The patient experienced no adverse effects. The catheter is slated for return and analysis. Altghough it was reported that there was no blood visible within the balloon, analysis of the returned device revealed blood within the balloon.